Event description:
Complainant alleged that while attempting to defibrillate a 62-year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician changed the device to manual mode to continue treating the patient. The patient required six discharges and three and a half hours of CPR during the event. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The full disclosure file and electrode details are unavailable. The activity log contradicts the reported account. On (B)(6) 2025, the device delivered 14 shocks over 3.5 hours on battery power. The first 4 shocks were automatic; the remaining 10 were manually delivered. A low battery warning occurred after the 8th shock, and ac power was inconsistently connected. The log does not show any internal dumped charges, disputing the claim that manual mode was used to avoid erroneous charges. The customer could not explain the discrepancy but did confirm the use of three electrode sets due to performance issues. No electrodes were available for evaluation. The claim that the device was advising a shock on a non-shockable rhythm is unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.